Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii and rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Nbir reported right side rupture and capsular contracture, baker grade iii. Device status is unknown.